Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed high defibrillation impedance on a right ventricular (rv) lead. No changes or intervention was performed. There were no patient consequences.

Event description:
New information received notes device interrogation revealed high defibrillation impedance, high capture thresholds, and high pacing impedance on a right ventricular (rv) lead. On (B)(6) 2022 the physician elected to cap and replace the rv lead. The patient condition was stable.